Event description:
Hcp reported the pt was admitted to the hosp. He believes the change in medication-from dilaudid to fentanyl- was the reason for this. He believes the pump itself was not the problem. He is unsure if there were any studies/tests done on the pump or catheter during pt hosp stay. "Infusion has been consistent, meaning expected volume=residual volume." The pt is "doing better" and he will continue to work with the pt and pt's new medication.